Event description:
It was reported that during a sleeve resection, the first two reloads were used without issues and then gold reloads were used. The first gold reload fired correctly. A subsequent gold reload did not fire; after the green safety button was pressed, the surgeon was unable to squeeze the handle. The reload was replaced to continue the procedure, but the next gold reload also did not fire with the same inability to squeeze the handle after pressing the green safety button. The reload was replaced again, and additional gold reloads then fired correctly. It was noted that three reloads were fired correctly. No patient symptoms were reported.

Manufacturer narrative:
D10 concomitant product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot# n5m0969y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.